Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The DHR of product code: 283910000. Lot : 276514. Was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: 24.03.2020. Qty: 48. Visual inspection: the confidence spinal cmt sys, 11c (p/n: 283910000, lot #: 276514) was returned and received at us customer quality (cq). Upon visual inspection, only confidence pump assembly (p/n: 887014225) was returned from the kit. Some sterilized water was observed behind the piston assembly. The connector was inspected and no issues were observed. Functional test: during functional test, when the molded handle was twisted to transfer the sterilized water through the connector, the sterilized water was being transferred to the proximal side of the confidence pump body above the piston tapered nut. The connector rectus type 20 component was functioning as intended but no sterilized water was able to pass through the connector due to this internal leakage. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components of the pump and the connector were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Confidence, final packaging assembly. Confidence pump assembly. Confidence pump body assembly. Confidence pump piston assembly. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the confidence spinal cmt sys, 11c (p/n: 283910000, lot #: 262340) as no sterilized water was able to transfer through the connector because of the internal leakage into the pump body. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the flexible extension of the hydraulic pump did not fit the lid of the cement reservoir. This prevented its passage and prevented the cement from being injected into the vertebra. There was a thirty (30) minute surgical. The procedure was completed successfully using another confidence kit. This report is for one (1) confidence spinal cmt sys, 11c. This is report 1 of 1 for (B)(4).